Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round high profile 630 cc saline breast implant, catalog number 3503630 serial (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round high profile 630 cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, patient underwent bilateral removal and replacement as follow: left-catalog number 3503630, serial (B)(4), lot number 7572815 and right with catalog number 3503630, serial (B)(4), lot number 7572815 on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 06/18/18 indicated that, during the replacement surgery, the subpectoral pocket was examined, and there was a small quantity of bland appearing serous fluid in the lateral gutter. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. During evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect, measuring approximately 0.3 cm. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).